Event description:
The customer states that a pt sample tested using a cell-dyn 1800 analyzer generated the following results; wbc=3.4 k/ul, rbc 6.87 m/ul, hgb=19.8 g/dl. The physician requested that the sample be sent to a reference lab for testing and the following results were obtained; wbc=6.4 k/ul, rbc 4.28 m/ul, hgb=12.0 g/dl (test method not provided). There was no adverse impact to pt management reported due to this issue.

Manufacturer narrative:
Aperture plates. Investigation summary: the customer reported a pt with low wbc, high rbc, high hgb. The sample was sent out to a reference lab and values recovered differently. The instrument in use was a cell-dyn 1800. The customer was concerned that the instrument needed service. It was unknown if the sample was repeated or if the sample was well-mixed. The sample was fresh and was retested by the reference lab on the same day. The customer stated each level of control had one parameter out but after remixing everything was in range. A customer technical advocate (cta) requested that the customer monitor results for the next day and repeat any abnormal samples and call csc. The cta was to follow-up as a mixing issue was suspected. The customer reported in 2008, that no patient results have been reported out since eight days prior, and controls were out of range. Example provided showed wbc high and rbc and plt out of range high on low control. The customer stated normal blood run for troubleshooting had high results for plt but could not state if uri/lri flags were occurring. Autoclean had been performed without resolution. Follow-up later that day determined that electrical backgrounds were zero, but backgrounds for plt and rbc were out of range high (plt background= 771[=<10]; rbc=0.25[=<0.05]). The cta referenced operator's manual for supplemental aperture plate cleaning. Customer follow-up the following month, found issue had been resolved by the supplemental aperture plate cleaning- likely root cause was dirty aperture plate tubing. The cell-dyn system 1800 operator's manual: text does not indicate if dispersional data alerts were displayed for the initial results generated on the 1800, but wbc, rbc, hgb are out of normal pt ranges (appendix b, table b-2, page b-3). If one pt limit set was used for instrument-specific laboratory action limits, dispersional data alerts would have been generated. Dispersional data alerts indicate the need for following a laboratory protocol such as repeating the sample, alerting a physician or reviewing stained slide. (3-25). Troubleshooting technique is discussed on page 10-11 through 10-13. Troubleshooting for data problems gives dirty aperture plate as a possible cause of qc specimens out of range. Autocleaning is a weekly maintenance activity (9-19 to 9-21), but aperture plate cleaning is an as-required activity for situations where build up of debris clogging the apertures is suspected. (9-43 to 9-50). Trending: a review of complaint reports, for the period 2007 through 2008, did not indicate any adverse trend with the cell-dyn 1800, for issues with discrepant results on multiple parameters. Labeling: the event is addressed in the celldyn 1800 system operator's manual: principles of operation: system-initiated messages and data flags; parameter data flags; dispersional data alerts; 3-25 section 9: service and maintenance: weekly maintenance: 9-19 to 9-21 as-required maintenance; cleaning/replacing the aperture plates; 9-43 to 9-50. Section 10: troubleshooting and diagnostics; troubleshooting; 10-11 to 10-13. Index of error messages and conditions; data problems; qc specimens results exceed acceptable limits; 10-38 appendix b: reference tables; table b-2: reference intervals normal values for automated blood counters; b-3. Conclusion: the device involved in the incident was evaluated. Service noted a build-up of debris and foreign material on the aperture plates/tubing. Supplemental aperture plate cleaning resolved the issue with controls out of range and discrepant pt results. No impact to pt management was reported due to this issue. This is the final report. End of report.